Manufacturer narrative:
The previous medwatch report was submitted by william cook europe under manufacturer report reference# 3002808486-2020-00905. Additional information provided determined that this device was manufactured by cook inc. With the submission of this initial medwatch report, cook inc. Informs that all future submissions regarding this complaint will be handled under the manufacturer report reference # occupation: non-healthcare professional. Investigation: the following allegations have been investigated: vena cava perforation, migration. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. 20 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
Patient allegedly received an implant on (B)(6) 2012 via the jugular vein due to post deep vein thrombosis (dvt) and pulmonary embolism (pe). The patient alleges migration and vena cava perforation. 29apr2012, per a report from computed tomography; ¿an ivc filter is present with visualized extension of the legs of the filter outside the walls of the ivc.¿ 11sep2018, per a report from computed tomography; ¿an ivc filter is in place morphology is suggestive of either a gunther tulip ivc filter or an option filter with the conical design. The filter shows no significant tilt off the long axis of the ivc no evidence of any filter fracture or embolization of any filter fragments toward the heart or central venous circulation on the included images. The filter struts protrude through the wall of the cava at all 4 sites by 4-5 mm at each site. No evidence of any penetration into the neighboring aorta or the duodenum. The apex of the filter is at the renal vein confluence into the ivc.¿